Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's cervical lead had migrated and as a result the patient experienced ineffective stimulation. The issue was confirmed via x-rays. In turn, the patient underwent surgical intervention on (B)(6) 2019. During the procedure, the physician reported that the thoracic lead had migrated while attempting to explant the cervical lead (reference reg report: 3006705815-2019-03644) resulting in both leads being explanted and replaced. Effective therapy was restored post-op.